Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient's left lead was fractured. X-ray imaging confirmed lead fracture. As a result, surgical intervention may be undertaken in the future.

Manufacturer narrative:
Date of event is estimated.